Manufacturer narrative:
Pt age at time of event or age: unknown. Pt sex/gender: unknown. Model #, catalog #, serial #, and expiration date: unknown. Initial reporter and phone #: unknown; it was not provided in the maude event report. PMA 510(k): unknown. Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
The following was reported as a maude event report (B)(4): it was reported that a patient had cataract surgery in both eyes and a tecnis multifocal lenses put in. The patient experienced extreme pain in both eyes for months after the surgery and could not maintain focus for any length of time. Patient stopped driving both during the day and at night due to extreme sensitivity to light. Patient also reported that halos around all light sources even in day time, and huge slashes of light through every light source even small inside lights. Patient saw double of most objects and the edges of objects had multiple iterations and could no longer read for work or see well enough to write checks or pay bills. The constant visual distortion was physically disorienting and exhausting requiring the patient to lie down and rest for hours each day. Going outside was painful even with sunglasses, and shopping in stores with overhead lights was almost impossible. The doctor said that the patient had these problems due to allergies but allergy testing was negative. Then the doctor put the patient on steroid eye drops for three weeks saying that the problem was inflammation. Patient could barely go anywhere after that sine of sensitivity to light continued. Patient was also told that the patient needed to wait for six months to a year for neuroadaptation to occur. After getting two second opinions, the patient went to a different doctor and had the tecnis lenses removed. The patient now have standard lens and have much better vision long distance, intermediate and close up than the patient had with the tecnis lenses. An MDR is being submitted for each eye.